Event description:
It was reported that the patient presented to the emergency room with dizziness. The device had reached elective replacement indicator (eri) and appropriately flipped to vvi 65 pacing which consequently made the patient symptomatic due to sinus bradycardia and no right ventricular lead capture. It was noted that the rv lead had a history of an inability to capture even at high outputs. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No right ventricular (rv) lead capture was noted even at high outputs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.